Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was successfully placed. A post-implant balloon aortic valvuloplasty was performed which caused the valve to dislodge out of place. The dislodged valve was snared into the ascending aorta. A second valve was loaded into a second delivery catheter system (dcs) and inserted into the patient. During advancement, the second valve was unable to cross the dislodged valve. The second valve and dcs were withdrawn from the patient and a non-medtronic valve was implanted in the patient instead. Following the procedure, the patient reported chest pain while in recovery. An aortic dissection was revealed and the patient was transferred to the operating room for aortic dissection repair. Per the physician, it is thought that the crowns or one of the tabs from the first valve punctured the aorta causing the dissection. Ultimately, however, the reason for dissection is unknown.